Manufacturer narrative:
Calibration and qc data were acceptable at the time of the event. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys hcg test system results for two patient samples and a questionable elecsys troponin I stat immunoassay result for one patient sample. Patient 1 initial hcg result was 1.4 iu/l and the repeat result was < 0.3 iu/l. Patient 2 initial hcg result was 1.0 iu/l and the repeat result was < 0.5 iu/l. These erroneous results were not reported outside of the laboratory. Patient 3 initial troponin I result was 1.0 ug/l and the repeat result was < 0.3 ug/l. The erroneous results were reported outside of the laboratory and a correct report was sent. There was no adverse event. The hcg reagent lot number was 37537001 with an expiration date of 31-mar-2020. The troponin I reagent lot number was 36574701 with an expiration date of 30-nov-2019. The field service representative could not find a cause. He ran analyzer performance and precision testing which were acceptable.